Event description:
At about 4 days after the primary surgery, the surgeon wanted to revise the patient because he was not satisfied by the way he initially implanted implants during the primary. The surgeon revised all components and the surgery was completed successfully. No issues were detected with the implants.

Manufacturer narrative:
Batch review performed on 06-jun-2023 lot 2010561: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: liner: mpact dm 01.26.2858mhc double mobility hc liner 28/dmi (k092265) lot 2242684: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot 173284b: (B)(4) items reworked and released on 18-jan-2023. Expiration date: 2027-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Cup: mpact 01.32.158mb double mobility acetabular shell ø58 (k143453) lot 2111695: (B)(4) items manufactured and released on 21-mar-2022. Expiration date: 2027-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.